Event description:
Customer reported when the nurse call cable is plugged into the nurse call outlet on the alarm, the cable does not have a tight fit. Customer could not provide a date when this was found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found the nurse call cable does not connect securely to the nurse call receptacle on the alarm. The nurse call light does not come on at the nurse call test fixture when it should while the customer's nurse call cable or a known working nurse call cable. (B)(4).